Event description:
It was reported that during testing following a device changeout for normal battery depletion, there were high dfts (defibrillation thresholds). A patch defibrillation lead was implanted, and the svc (superior vena cava) coil pin on the chronic lead was capped, with the rest of the lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead, (B)(6) 2008; (B)(4) implantable pacing lead, (B)(6) 2008. (B)(4).